Manufacturer narrative:
This report is for the same event as manufacturer report: 2124215-2023-24018.

Event description:
It was reported that the fiber burnt after 3 uses, the fiber was exchanged, and that fiber also burnt. The procedure was completed with another fiber. There were no patient complications. This complaint refers to the second fiber.